Manufacturer narrative:
The device was manufactured february 27, 2017 ¿ march 1, 2017. The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. The device was being manually filled with fluorouracil using a syringe. There was no patient involvement. No additional information is available.